Event description:
It was reported that a dissection occurred. The target lesion located in the left anterior descending (lad) artery. After deployment and post dilation of a 38 mm x 2.50 mm promus elite, a proximal edge dissection was noted at the proximal part of the stent. The patient experienced limited flow. Another promus elite was deployed proximally, overlapping and covering the dissection and the procedure was completed successfully. The patient fully recovered and was stable post procedure.

Event description:
It was reported that a dissection occurred. The target lesion located in the left anterior descending (lad) artery. After deployment and post dilation of a 2.50 x 38 mm promus elite, a proximal edge dissection was noted at the proximal part of the stent. The patient experienced limited flow. Another promus elite was deployed proximally, overlapping and covering the dissection and the procedure was completed successfully. The patient fully recovered and was stable post procedure. It was further reported that target lesion was 90% stenosed severely tortuous and moderately calcified. A 2.00 x 12 mm semi compliant balloon was used to pre dilate the lesion. The 2.50 x 38 mm promus elite was deployed successfully at 11 atm and post dilated with a 2.50 x 12 mm non-compliant balloon.